Manufacturer narrative:
Insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No cosmetic damage noted on assembly. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. History downloads for the dates (B)(6)2014 to (B)(6)2014 shows that insulin pump had a daily total average of 26.4u to 40.6u per day. Basal total average 0 to 26.4u per day. Bolus total average 1.2u to 14.2u per day.

Event description:
It was reported that the customer is deceased. Customer's date of death was (B)(6) 2014. Customer passed away at the hospital. Customer was hospitalized on (B)(6) 2014. Caller stated that the customer went to the doctor about a week before and everything was fine. Customer had calcium build-up around the heart, and (B)(6). Customer was away on work and was supposed to come back the next day. Caller thinks the cause of death was a heart attack, but caller is not sure and is still waiting on the death certificate for the official cause of death. Customer was wearing the pump at the time of death. Caller does not want the pump back after analysis is complete. Caller agreed to return the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.